Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The suction channel was clogged with foreign material. The foreign material could be removed. The plastic distal end cover was cracked and had scratches. The bending section cover glue had a gap. The angulation had play and was lower than the standard value. The stiffness control of the control unit had a malfunction. The light guide lens was chipped, and the capacitance was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, something was stuck in the channel of the evis exera iii colonovideoscope. No patient harm reported. During the evaluation of the device, it was noted the foreign material was exiting from the suction channel due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of foreign material was exiting from the suction channel due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 22-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: ·the universal cord was too rounded by the user, which caused the inside of the suction channel to be kinked. Therefore, the suction channel was more likely to be clogged from this kinked condition. ·since the user suctioned a lot of stiff matters at once, the suction channel was clogged . ·foreign material was not completely removed from the suction channel due to inappropriate reprocessing. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU.): "inspection of the suction function" the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. ·if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. ·brush the channels - be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.